Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, yellow particles, wear abrasion, delamination of valve. Leak test and microscopic analysis was performed which identified: delamination (75% total separation). Based on the device analysis the final assessment is: a delamination total of the valve (cohesive failure). Additional, changed, and/or corrected data.

Event description:
The device was explanted.

Event description:
Healthcare professional additionally reported "valve delaminated from shell" and "patch separated." Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.